Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type lead; product ID 977a260, serial# (B)(4) implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type lead; other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 27-jan-2020, UDI#: (B)(4); product ID: 977a260, serial/lot #: (B)(4), ubd: 31-oct-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Information was reported that the patient stated their system was removed on (B)(6) 2018 because the leads were split and it moved. No further complications were reported. No patient symptoms were reported.